Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.

Event description:
Attorney's report of pt's alleged pain, small ventral hernia, adhesions and mesh explant.